Event description:
It was reported that the patient experienced ST segment elevation and a drop in blood pressure due to suspected air embolism.During a pulse field ablation (PFA) pulmonary vein isolation (PVI) procedure to treat atrial fibrillation a FARADRIVE sheath was used. The FARADRIVE sheath and FARAWAVE catheter were prepared according to the Instructions For Use (IFU). Transseptal access was gained using the FARADRIVE sheath and a VersaCross Connect for FARADRIVE kit. The FARADRIVE sheath was advanced into the left atrium (LA) over the radiofrequency (RF) wire, then the VersaCross Connect dilator was removed and the FARADRIVE was aspirated and flushed. The FARAWAVE catheter was inserted into the FARADRIVE, then the sheath was aspirated and flushed again. The catheter was advanced into the left superior pulmonary vein (LSPV) over the guidewire. A ST segment elevation was observed on the II, III, and aVF leads along with a drop in blood pressure after the first ablation energy delivery with the catheter. The patient was administered intravenous (IV) phenylephrine for pressure support. PVI was continued with the catheter and the ST segment elevation resolved during the procedure. The procedure was completed successfully without further issue. An air embolism was suspected to be the cause of the ST segment elevation, though no air was observed in any device or in the patient. The patient fully recovered from the complications.

Manufacturer narrative:
The FARADRIVE sheath has been received at Boston Scientific's Post Market laboratory where it is awaiting analysis.